Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer first received a weak battery alarm and then the alarm occurred slowly after that. Customer tried to put more batteries into the pump, but they kept receiving the same alarm. Customer's blood glucose level was 120 mg/dl. It was explained to the customer that the battery out limit alarm may indicate a loose battery cap. Customer was advised to clear the alarm with the esc and act buttons. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.